Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a knob pushed into the case and the case was broken. It was also indicated that the main printed circuit board (pcb) was damaged. It was also indicated that the epg had external contamination. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob pushed into the case and the case was cracked. The caller was advised to return the epg for service, but the status of the epg is unknown. There was no patient involvement.